Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the external paddles would not work when connected to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and external paddles were returned to zoll medical netherland's service department for evaluation. The customer's report was not replicated or confirmed. The device passed bench handling and full functionality testing utilizing the external paddles with no problems found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.